Event description:
Additional information received from the customer indicates that they were using the resuscitator bag mask for oxygen delivery only and the bag was not being compressed to provide assisted breaths during the pre-oxygenation of this patient. The "intended use" of this product is pulmonary resuscitation, as indicted in the instructions for use. This device in not intended for the use described in the complaint provided to carefusion. The performance specifications, including oxygen delivery concentrations, are valid for measurements obtained while the bag is used for resuscitation, as intended. Those values are not indicative of oxygen delivered while using the resuscitator bag mask without compressing the bag, as the product is not intended to be used in this manner.

Event description:
A customer reported to carefusion a problem that occurred with their resusitation bag. A patient was anesthetized, intubated, and preoxygenated with a carefusion resuscitation bag.  The patient's oxygen concentration desaturated much faster than expected. The physician alleges that this model of resuscitation bag is very poor at delivering oxygen. Oxygen injects into the room through an outlet at the end of the bag, instead of to the patient. The doctor advised that in this case everything was well because the patient's lungs were healthy and it never became a difficult to master hypoxia. There was no long term patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The customer reported that the sample is not available for evaluation. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: follow up information from customer. The device involved in this event was not available for return evaluation. A definitive root cause could not be determined without device evaluation. The lot number was not provided, and therefore the device history record could not be reviewed. The manufacturing process for 2k8004 was reviewed and no problems were identified. The manufacturing plant was notified of this failure. Further evaluation of the event with additional detail provided by the customer indicates the likely cause of the reported problem was customer misuse.